Event description:
Procedure performed: ni event description: indeed, during my operation, the skirt detached from the inner ring and required a ¿homemade¿ repair. Please take the necessary steps to replace this non-functional equipment. Intervention: "homemade" repair patient status: no patient injury reported

Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.